Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information provided by the customer indicated that no leakage from the balloon was observed during preparation, no resistance was encountered while advancing the guidewire through the device and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of 'undeterminable' has been assigned to the reported event. The subject device is unavailable.

Event description:
It was reported that during procedure, the balloon was unable to be inflated inside right internal carotid artery although there were no problems during preparation. The balloon was removed from the patient and it was found that the balloon section was torn. Another device was used to complete the procedure. There were no clinical consequences to the patient due to the reported event.